Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the ejector pin of the plunger clamp was not working in the reported problem area of the pipettor assembly. The plunger clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.